Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was hospitalized for persistent low flow alarms. Log files were sent for review. On (B)(6) 2025 the log file captured the pump automatically resetting due to power readings over 20 watts, which it is designed to do. The log file also showed low flow alarms with the flow below 2.5 lpm from (B)(6) 2025. It was recommended that an echocardiogram (echo) or a computed tomography (CT) scan be performed to confirm for the presence of an obstruction in the circuit. The patient was taken off veno-arterial extracorporeal membrane oxygenation (va ECMO) and the pump was turned off. The patient was taken for CT angiography (cta) and an echo. It was communicated that the patient was put back on va-ECMO in the cardiovascular operating room (cvor) and was undergoing a hm3 exchange. The explanted pump would be sent back for analysis.

Event description:
The low flows did not resolve, and the patient was put on va ECMO. CT and echo results were not available. There were no changes to patient anticoagulation that would have contributed to an obstruction. There were no changes in pump parameters. The patient passed away on (B)(6) 2025. The cause was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed thrombosis. Examination of the blood-contacting surfaces revealed a deposition in the distal end of the inflow cannula. The texture and color of the deposition appeared consistent with an ingested thrombus. The origin of this thrombus could not be determined through this investigation. This deposition extended into the eye and vanes of the rotor. Additionally, depositions were found in the pump cover interior and outflow graft, which appeared to have developed as a result of poor surface washing due to an interruption in flow through the pump caused by the ingested thrombus formation. The sequence of events captured in the submitted and retrieved log files is also consistent with thrombus being ingested into the pump during support. Visual examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations. The pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.